Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens tore upon insertion. The lens was removed without any patient injury. The customer used amo injector which is off label use.

Manufacturer narrative:
Evaluation results - other: visual inspection of the returned product showed that one haptic was torn and the other was torn completely off and bent. There was a clear surgical residue on the lens.